Manufacturer narrative:
The lot number was provided and a review of the approved device history records indicated the lot met all release criteria. A lot trending analysis was performed and there are no similar complaints for this lot number. The pusher wire was not returned to the manufacturer and the coil remains implanted; therefore, a device analysis could not be performed. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported that the coil did not detach. During the attempt to remove the coil from the aneurysm, the coil detached and part of it extended into the parent artery. The coil was successfully pushed completely into the aneurysm with a guidewire. There was no reported patient injury.